Event description:
Related manufacturer report number: 2017865-2023-00320. Related manufacturer report number: 2017865-2023-00321. It was reported that the patient presented for extraction of the right atrial, right ventricular, and left ventricular leads due to dislodgement. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After it was cleaned, torque was applied directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.